Manufacturer narrative:
The complaint investigation for falsely depressed alinity I tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. The ticket search by lot indicates that the reagent lots performed as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. The device history record review on lot 54655ud00 did not show any deviations or non-conformances associated with the complaint issue. The overall performance of alinity I tsh reagent was reviewed using worldwide field data. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh assay for lot number 54655ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I tsh results for a 3-year-old patient. (Customer provided normal range for that age is 0.64-6.27 uiu/ml) (B)(6) 2024 sid (B)(6) initial tsh result was 0.01 uiu/ml, repeat result was 1.17 uiu/ml the customer reported the free t4 result was ok (no results provided) no impact to patient management was reported.

Event description:
The customer observed falsely decreased alinity I tsh results for a 3-year-old patient. (Customer provided normal range for that age is 0.64-6.27 uiu/ml) (B)(6) 2024 sid (B)(6) initial tsh result was 0.01 uiu/ml, repeat result was 1.17 uiu/ml the customer reported the free t4 result was ok (no results provided) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.